Event description:
It was reported that a patient left the cadd® cadd-legacy® pca pump on overnight. This means the patient was infused with the drug in the cassette for over 16 hours. No adverse events were reported.